Event description:
Event description guidant received information that at the pre-discharge pacing system check, the thresholds of this lead were high, requiring repositioning. During the repositioning procedure, lead impedance measurements were greater than 2000 ohms and the helix mechanism could not be extended or retracted. Therefore, the lead was removed from the patient's body and returned for analysis. A new guidant lead was successfully implanted.